Manufacturer narrative:
Concomitant medical products, plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were visual indications of dried fluid within the cassette compartment. There were no dry particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. A post- accelerated stress test simulated treatment over 135 minutes utilizing 8500ml was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. The cycler tested positive for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found visual evidence of dried fluid under pump a and b mushroom heads and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found that fluid leak had been previously investigated on this cycler on 26-mar-2019 and on the same date the cycler passed a mushroom head check.. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette film when removing the cassette from the cycler at the end of pd treatment. The patient reported receiving power fail recovery failed alarm during reboot of the cycler prior to the leak. The patient also received an unknown alarm indicating filling slowly during fill 1 of 4 prior to the leak. . It is unknown at which point in therapy the leak may have begun. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.